Event description:
Customer reportedly rec'd results of 307 mg/dl, 158 mg/dl and 122 mg/dl within 10 minutes on the same device. No high blood glucose symptoms reported. No action was taken based on device results. No adverse event reported. Controls were not run. A request was made for the return of the device and a replacement was sent.